Event description:
It was reported that the filter was placed in an unmeasured vena cava. The filter migrated to the heart. The pt was flown to another hosp to have the filter removed. The filter was successfully removed via a percutaneous approach and the pt is doing fine. The dimension of the cava was determined to be 33.5mm upon filter removal.